Event description:
It was reported that faradrive steerable sheath clear was selected for pulsed field ablation procedure. During insertion, air was noticed on the sheath and 3-was stopcock and it could not be removed. Thus the sheath was replaced with same model sheath and the procedure was completed successfully. No air was noted in the patient. Infusion pump irrigation method was used. Starter guidewire and farawave catheter was inside the sheath, when the air was noted and the position was same of the guidewire was same as the tip position of the farawave catheter. No patient complications were reported. The device is not expected to be return for analysis as it was discarded.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.